Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken. The broken piece measured approximately 258 cm which includes the entire distal tip. The connector was not returned. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacture execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on september 21, 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the laser fiber broke. The procedure was completed with the third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the laser fiber broke. The procedure was completed with the third flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.